Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery tests due to compromised force sensor system alarm. No low battery alarm during test noted. Unable to perform or verify bolus anomaly and excessive no delivery due to compromised force sensor system alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms that were resolved with set changes. Blood glucose level at the time of the incident was 258 mg/dl. Blood glucose level at the time of the call was 235 mg/dl. During a follow up call, the customer stated that her display was scratched and the battery life was shorter than normal. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.